Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide states: 'do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level..

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Customer filled after loading the cartridge. Customer loaded a new cartridge to address the issue. Customer's blood glucose was greater than 500 mg/dl; however, customer reported that the elevated blood glucose does not appear to be related to the cartridge issue.